Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump had emitted multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2014 with the following findings: during investigation, a review of the pump¿s black box showed loss of prime with both zero and non-zero force was recorded. No loss of prime occurred during the investigation. The force sensor calibration was found to be within specifications. The pump was opened and no defects were found on to the force sensor circuit. The loss of prime issue was shown in the black box history but was not duplicated during investigation. Unrelated to the loss of prime, evaluation revealed that the display was faded and discolored. Additionally, the battery compartment was observed to be cracked. There was no moisture observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.